Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on (B)(6) 2016. The device was returned for analysis. The event logs were also included. The event logs were for the pump interrogation prior to explant. The logs showed that a reset occurred, a low battery reset occurred, and the pump was in safe state on (B)(6) 2016. The pump was also in safe state on (B)(6) 2016. There was no additional information provided.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed high battery resistance. The previously applied (B)(4) is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 200mcg/ml at 451mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The patient¿s medical history included cerebral palsy. It was reported that the patient¿s mom heard the critical alarm go off on (B)(6) 2016. The patient was seen in the clinic on (B)(6) 2016. The pump was interrogated and per the clinician read "safe state due to low battery reset." The patient as not experiencing any signs or symptoms of acute baclofen withdrawal when see on (B)(6) 2016. The patient was given a prescription for oral baclofen and tranxene prn. There was no environmental, external or patient factors that may have led or contributed to the event. There were no diagnostics or troubleshooting performed. The actions and interventions were reported as per the clinician patient did take baclofen 10 mg oral every 4-6 hours and two doses of tranzene as the patient presented with grimacing and reactive tone after seen in clinic on (B)(6) 2016. An appointment with the neurosurgeon was scheduled on (B)(6) 2016 to be evaluated for pump replacement. Surgery was scheduled for replacement on (B)(6) 2016. At the time of the report the issue was not resolved and the patient status was noted as alive, no injury.

Event description:
Additional information received reported that the pump was replaced with a 40 ml reservoir pump. Upon disconnecting the pump from the catheter, observed a spontaneous retrograde brisk flow of csf. The pump was filled with gablofen lot # 2120-103; 1000 mcg/ml concentration diluted with preservative free normal saline by pharmacy to obtain requested 500 mcg/ml by hospital pharmacy. The infusion rate was programmed to start at 50 mcg/day after calculated priming bolus of 129 mcg given over an hour. The patient¿s parents stated having no questions at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.